Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿

Event description:
The user facility reported a 79-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that impella cp was inserted successfully with no complications but during the pci (percutaneous coronary intervention) procedure patient developed increasing right limb pain on impella leg, starting from groin, and migrated down her thigh. The md decreased impella from p6 to p2 and initiated weaning in a quick manner since the physician thought the patient¿s leg was becoming ischemic. After impella was removed the md confirmed distal pulses with doppler. The patient said the leg started feeling better at this time. The patient is stable.

Manufacturer narrative:
The investigation into the limb ischemia ¿ reversible issue has been completed since the original report was submitted. The device was not returned for investigation and data logs were not provided. As all the necessary information was not provided, the root cause of the limb ischemia was not determined.